Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the start of a system upgrade procedure an x-ray was obtained showing insulation damage on this right ventricular (rv) lead consistent with subclavian crush. The lead was surgically abandoned and a new rv lead implanted without consequence. No adverse patient effects were reported.